Manufacturer narrative:
Dob-year valid only.

Event description:
During index procedure the physician used two in.pact admiral paclitaxel-eluting pta balloon catheters to treat a lesion located in the popliteal of the right leg. Two scuba stents were also used on the same day for inflow/outflow treatment. Approximately 2 years later the patient experienced re-occlusion of the right sfa/apop. The patient was treated with a pacific plus balloon catheter and in.pact pacific devices approximately six weeks later. The % stenosis was 100%. Investigator indicated that the reported event was not related to the device, procedure or paclitaxel. Event is resolved.

Manufacturer narrative:
Cec determined re-occlusion of right sfa <(>&<)> apop was device related.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.